Event description:
The surgeon attempted to implant an aa4204vp silicone plate lens but it would not advance and became stuck in the cartridge. There was no pt contact or injury. The facility stated it was unknown if the lens was damaged. The facility stated they had trouble loading the lens so this may have been the cause. An m8i-pr injector and an mtc60c fp cartridge were used but the facility was unable to recall the lot numbers, nor were they able to provide the pt's date of birth or weight.